Event description:
It was reported that a 511s was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the red button for activating the safety shield would not function. The surgeon did not touch the instrument, but the or nurse did and took another trocar to complete the case. There was no consequence to the pt.